Event description:
On (B)(6) 2010, pt reported his infusion device failed to display the a2 (low battery) alert. Pt stated the infusion device displayed the e2 (battery depleted) alert. Had pt insert a new battery. Reviewed the infusion device's alarm history and only located the e2 (battery depleted) alert. Pt reported no other alerts or errors. On call back, pt stated he does not want to be bothered with a new infusion device and having to set up a new device. Pt stated "this pump is fine." Pt reported that "I am healthy and happy" and just doesn't want to be bothered with getting a replacement infusion device. Explained that when this type of event happens with a device, we would like to replace the pump because of a possible malfunction. Pt stated that the infusion device is not malfunctioning and is working just fine. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. On call back from pt on (B)(6) 2010, advised pt, we would send him a replacement pump due to the alarm issue he was having with the device. Pt stated he did not want to go through the whole process of attempting to use a new infusion device and return his old one that is working as intended. Requested return of the alleged infusion device.